Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range pacing impedances of greater than 2500 ohms in the right atrium (ra). It was noted a x-ray was performed a month ago, which revealed the ra lead was fractured. The presenting electrogram (egm) was clean and all other ra measurements were within normal range. At this time, no further actions are planned, this ra lead remains in service and there were no adverse patient effects reported that were related to the ra lead fracture/high pacing impedances.